Manufacturer narrative:
This report has been identified as event fifteen of b. Braun inc. Internal report (B)(4). Thirty-two (32) total samples were received for evaluation; eight (8) in open packaging. Fifteen (15) random samples were subjected to a leakage test. Leakage was noted from the cracks on twelve (12) of the samples. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. Note: this case is being filed for catalog number 415126 which is a set that is only sold in (B)(6), however the set contains a caresite component which is sold in the us. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 15. Crack and leakage were found after 5 hours using. Drug used:ftorafur.